Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was intended for use in the patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure while removing the first pouch for the delivery system, the back end wheel cracked and disassembled itself. The physician did not use the device in the patient and was scrapped. Another device was used and the procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine. The review of several returned photo's from the site showed the sealed device removed from the carton. Half of the thumbwheel had separated from the device; the separated half was seen loose within the back end of the tray. The cause of the thumbwheel break could not be determined.